Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had cloudy image that cannot be corrected and blocked channel. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, no channel abnormality was found and no defects that could affect the event or suggest that the user's handling was deviating from the IFU. The root cause of the event could not be determined. Olympus will continue to monitor the field performance for this device.